Event description:
Received notice of a loss that occurred at a provider where two (2) pride units and one (1) model liberty 512 manufactured by another company were located.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Manufacturer narrative:
An inspection was conducted on 10/10/2013. It is the opinion of the in-house expert witness that this device was not the cause of the fire.

Event description:
Received notice of a loss that occurred at a provider where two (2) pride units and one (1) model liberty 512 manufactured by another company were located.

Manufacturer narrative:
The evaluator received the device after destructive testing was done at (B)(6) in (B)(6), 2013. Pride was represented at this testing and indicated that "no electrical activity could be associated with the device and that the fire pattern was not consistent with the device being the cause of loss."

Event description:
Received notice of a loss that occurred at a provider where two (2) pride units and one (1) model liberty 512 manufactured by another company were located.